Manufacturer narrative:
The insulin pump was received with scrambled display due to faulty mother board.

Event description:
It was stated that the customer is unable to read the screen due to a display anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.